Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is underdetermined at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected: h1. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient met with a manufacturer representative and recovered the ipg via troubleshooting. Issue was resolved and therapy was restored.